Event description:
The customer contacted an abbott customer technical advocate regarding shifts in abbott controls and out of range control results on the cell-dyn 3200 analyzer. After performing suggested troubleshooting procedures, the customer observed erratic wbc results on a pt sample. An initial wbc result of 16,000 was generated and upon repeat, the result was 5,000. Results were not reported and there was no impact to pt management.

Manufacturer narrative:
The customer stated that the abbott low level control was shifting up (but within 2 sd) for rbc and rdw, while hgb shifted below the mean. The customer technical advocate (cta) verified that mch and mchc were shifting down. All controls were within specification. The customer had changed the millipore filter just prior to contacting the cta. The cta had the customer clean the office and clean the hemoglobin flow cell due to low hemoglobin output. After performing the requested procedures, the customer noted that the differential was not meeting specifications on the normal control. The customer observed the lyse cap vent hole was obstructed. The obstruction was removed and controls were within range upon retest. The customer then observed an erratic wbc result on a patient sample. The initial result was 16,000 and upon repeat, the result was 5,000. Field service was dispatched to address on-going control issues. Field service adjusted gains and verified the system was within specifications. A review of complaints for the period of 2007 through 2008 did not indicate any adverse trend for cell-dyn 3200, list base 04h60-01 for issues with wbc. Labeling: the cd3200 system operator's manual (rev m), on pages p. 3-31 states: "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing a smear review ..." The patient sample recovered a wbc= 16,000 (out of normal range) and the sample was repeated showing a value of 5,000 (within range). Section 9 outlines the daily, weekly, monthly and as needed maintenance activities. This is the final report. End of report.